Manufacturer narrative:
Based on the claim against the product by the customer noting broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of a broken tip to be related to the customer complaint. The instrument was found to have a broken tip at the base. The broken piece was not returned. An additional observation not reported by the site was also identified. The suction irrigator housing was removed, and the instrument was found to have a derailed grip cable.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the portion of the suction irrigator instrument that wraps around the arm broke apart. The site had to remove the entire trocar and break the instrument in order to remove it. The procedure was completed with no reports of patient injury.